Manufacturer narrative:
Product ID neu_recharger_acc, product type recharger product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient's stimulation was turning off. It was stated that stimulation turned off 3 times within the previous week. It was stated that the implant "shut off twice" within the "last couple days". The programmer was showing that stimulation was on and the battery was ¼ charged. It was noted that the patient was confusing the coupling bars with the battery charge level. No further information was provided. If more information becomes available, a follow up report will be sent.

Event description:
Additional information stated that the patient received help from their doctor or manufacturer representative and their concerns were resolved.